Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00508. It was reported that the patient's ipg was reaching end of life and their lead had high impedances. Surgical intervention was undertaken to replace the lead and ipg. Effective therapy was established postoperatively.